Event description:
Baxter reports leakage from the connection between a patient adaptor of a transfer set and a ti-adaptor. The data of how long the set had been in use is unknown. There is no patient injury or medical intervention according to the international affiliate.